Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient when asked for the circumstances that led to the sudden onset of incontinence that there was no reason for this change. The patient noted the steps taken to resolve the sudden onset was to increase 1 (illegible). The patient stated the sudden onset of incontinence hadn't really been resolved that the accidents were frequently and that they would contact with "you" office. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they had a return of urgency and go to the bathroom, but they wet themselves. The patient mentioned it hurt when she peed, so she turned stimulation down and went to the healthcare professional (hcp) and found she had a bladder infection. The hcp put the patient on antibiotics for 10 days. The patient turned stimulation back up to 3 comfortably but turning it up higher (like 4) hurt so she turned stimulation back down. The patient was driving and did not have the patient programmer with them during the call. The patient noted the onset of symptoms were gradual. The patient stated they urgency and wetting for about a month more or less. The patient noted stimulation hurt and turned it down and they had a bladder infection like 3 weeks prior to the call. It was noted the patient would like help changing the program. Patient services walked the patient through changing from program 3 at 1.3 v to program 4 at 0.8 v. The patient reported information about she had a return of symptoms and stimulation seemed to stop helping. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient started having accidents saturday and sunday. The patient then requested help with using the programmer and was assisted with programmer use. The ins was checked and found to be turned on and set to 1.2 on program 3. The patient wanted to increase to 1.3 and was assisted with doing so; the patient planned to monitor their symptoms at this setting. Patient status is unknown at the time of this report. The issue was reported to have been sudden in nature. There were no further complication reported or anticipated.